Manufacturer narrative:
A ge service representative performed an on site investigation. The stator cable was replaced and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had an interlock error and an ad channel 8 error and locked up. There was no patient injury or death reported.